Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k235 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k235 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4). (B)(6) 2022.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") after an extracorporeal photopheresis (ecp) treatment was completed. The customer reported the ecp treatment was successfully completed and blood was returned to the patient. The customer reported when unloading the kit they observed a blood leak on the drive tube component of the kit. The customer reported the patient was in stable condition. The customer discarded the kit and returned photographs for investigation.

Manufacturer narrative:
Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. Review of the photographs verify the drive tube leak as blood residue is seen at the base of the drive tube clamp. A photo of the drive tube was not provided for evaluation. A material trace of the drive tubes used to build lot k235 did not find any non-conformances. The requested device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The root cause of the drive tube break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). H.m. 14 sep 2022.